Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that two pumps in use by the patient exhibited charging issues with battery not charging fully; overpressure alarms during cassette changes; and leaking at the filter. Per reporter one pump was being used for parenteral nutrition and the other for pain therapy. Two pumps were reported to be delivering pain medication in parallel. Per reporter the pain therapy cassette was emptying prematurely. It was reported that approximately 230 ml remained despite the cassette holding 250 ml and there was a discrepancy between what was displayed and the actual fluid levels. The patient was reported to have experienced unspecified withdrawal symptoms. No additional adverse effects were reported. Per reporter lines without filters were used to resolve the issue as well as partial pump replacement. The reporter was contacted to identify which pump was used for parenteral nutrition and which was used for pain medication; however, reporter stated they are unable to determine which pump was used for pain and which was used for nutrition.

Manufacturer narrative:
H10: additional related report number 3012307300-2024-14377. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.